Event description:
Customer reports waking up in the middle of the night shaking. Customer received a reading of 264mg/dl and then went into a seizure. Glucose gel was administered to attempt to normalize glucose levels. Paramedics arrived, and received a glucose result of 91mg/dl. Customer was admitted to the hospital where they were monitored, saline was administered and then they were released.